Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This bone cement is mfg at (B)(4) and distributed through (B)(6). Eval summary: with the available info, an exact cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.

Event description:
It is reported that after the trial reduction, the surgeon noticed the cement did not adhere to the implant. When the surgeon pulled on the device, it came out without any cement attached. This incident created a four hour extension in surgery as the surgeon had to remove the hardened cement before he could attempt to continue.